Event description:
Harmonic shears in use malfunctioned alarm sounded and screen read clean instrument, tried to use instrument and it read remove instrument. The instrument was replaced with another instrument.